Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was found "broken apart" at the y-site joint while infusing ns on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing being broken apart was confirmed. Visual inspection of the set noted a separation at the engagement between the bottom of the y-connector and the tubing components. Further analysis identified the issue to be due to insufficient solvent being applied at the tubing engagement. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report of a tubing separation was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.